Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the current limiter and power monitor modules were defective and needed to be replaced. Once replaced the system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 7700 would not power up at all. There was no adverse pt involvement reported. There was no pt info reported.